Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a "display issue" with the one touch ultra smart meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt manages his diabetes via novolog, novolin and lantus on a sliding scale, based on the meter readings and food intake. The pt stated that the alleged issue began on a week earlier in the evening (time not specified). During that time, the pt reportedly was "not getting whole numbers in the blood glucose results and some segments were missing from the numbers." The pt reportedly misinterpreted the readings and gave himself an increased dose of novolog insulin. He stated that he took additional 2.5 units of novolog insulin based on the meter reading (unk reading with missing segments) plus additional unk units of insulin based on the carbohydrate in his food (based on what he ate at the moment). The last reading obtained on the subject meter is not known. Approx one and half hours later, the pt reportedly experienced symptoms of "confusion and lightheadedness." According to his mother, during that time, the pt reportedly "passed out and was not responding". His mother reportedly gave him a "glucagon injection" and called the paramedics on the same day in the evening (unk time). The pt tested "32 mg/dl' on the ambulance meter and was reportedly given "IV fluids". The pt then was transported to the emergency room at the hospital. He reportedly obtained a reading of 48 mg/dl" on the hospital's meter and was treated with "glucagon injection." The doctor concluded that the pt gave himself too much of insulin. The pt was hospitalized and was discharged from the hospital on august 24, 2008 in the early morning. This complaint is being reported since the pt reportedly experienced symptoms suggestive of severe hypoglycemia after the reported issue, and had to receive treatment in the hospital. In addition, the "missing segments" issue was not resolved through troubleshooting. The pt's products were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.